Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000069016.

Event description:
It was reported that one of the leads was exhibiting high impedances and unable to be placed in MRI mode. As such surgical intervention was undertaken where the lead was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.